Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vanlid (1gram, intraperitoneally, frequency not reported) and piptaz (4.5 gm, intravenously, twice per day) for the event. The patient's recovery status was unknown. Dianeal therapy was ongoing. No additional information is available.